Event description:
Customer reportedly received results of 500 mg/dl and 147 mg/dl within 10 minutes on the compact system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Pt was revised to address poly wear of the liner and osteolysis.